Event description:
Additional information received reported that the patient alleged she was paralyzed in 2004 by a non-cervical patent lead for a cervical spine stimulator. It was stated that the lead was too big. The patient reported that she woke up as a quadriplegic. It was noted that the patient had an upcoming surgery and that the ¿generator was on last few months¿ and that she needed an MRI ¿badly¿. The patient noted ¿my paralysis¿ disliked ¿generator ..stimulus..¿ and that foreign objects were ¿that way¿ but it was unclear what was meant by that.

Manufacturer narrative:
Concomitant products: product ID: 3998, lot# lb7638, implanted: (B)(6) 2004, product type: lead. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3998, lot# lb7638, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported that the patient was paralyzed by a cervical spine stimulator. It was noted that in the patient¿s case a non-patent lead was used. It was noted that the leads had issues. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient suffered from a post-operative spinal cord injury resulting in quadriplegia. It was stated that the patient had been sent to rehab and the patient had never come back to this hcp. It was stated that the patient hadn't been since (B)(6), 2004. It was stated that it was unknown whether the paralysis was considered to be caused by the device or implant procedure. It was noted that further information was requested but not yet received; the call recipient stated she would need to pull the patient chart from storage.